Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's rep. The rep stated that the revision occurred on (B)(6) 2021 and the reason why they were not able to charge was due to the battery was too deep. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2021-aug-31 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dy sfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting "about 10 days ago" when pt tried charging their ins for the first time they have been able to connect, then reported it disconnects right away and pt gets a red signal with 2707 service code. Reviewed message meaning. Pt was not seeing 2707 service code on call. Agent inquired if pt is getting 1707 error message instead and pt stated it could have been 1707 message, but pt was not certain. Pt stated they have a titanium metal plate in their pelvis and stated they were told that wouldn't be a problem with charging. Walked pt through trying to charge ins on call. Pt stated they have been able to get recharger to connect, but stated it doesn't maintain a connection. Pt was trying to charge while holding recharger on call, without belt. Reviewed recharging best practices. Pt initially connected to charge on call, then lost connection and reported getting 1707 message on call. Pt stated they could not really feel ins when palpating ins on call. Reviewed implant location and pt confirmed they were trying to charge with recharger over incision site. Pt was standing when trying to charge on call. Recommended pt lean slightly forward and apply comfortable pressure with recharger. Pt denied any recent trauma to impl ant site or falls. Pt stated they usually have to reset the handset to get it to connect to charge. Pt confirmed communicator is turned off. Pt confirmed not near any other emi other than a cell phone. Pt continued connecting, then losing connection and getting 1707 service code despite trying steps above. Pt has follow up appt. With hcp in a week and a half and will complete troubleshooting in person with hcp. Pt inquired if possible that ins could have "turned inside". Pt stated they can't tell if ins has moved at all and denied any recent trauma or falls. Pt did not have anyone with them on call that could help pt locate ins. Pt will wait for someone to assist pt with locating ins to continue trying to charge their ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported. 2021-sep-09 additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the patient had been on with technical services and patient services multiple times. They couldn't get the recharger to charge their implant. The rep was notified by the clinic and met with the patient to troubleshoot and it was noted that the patient was doing everything correctly. The last resort was to get a new recharger. An email was sent to repair for a replacement recharger. 2021-sep-20 additional information was received from the manufacturer's rep: replacing the patient's recharger did not resolve the recharging issue, they still cannot recharge. The most likely cause was error in placement of implant, it may be too deep in the pocket. The rep plans to meet the patient sept 23rd to trouble-shoot in person of how he¿s recharging. They will determine whether the implant is mal-positioned. The implant is on the right side. The rep did meet with the patient on september 23rd: the cause of the difficulty maintaining connection to recharge determined to be the battery is likely implanted too deep and was not connecting for when he needs to recharge. A contributing factor was surgeon error. The approximate depth of the implant was more than 0.5 inches. Surgical intervention is planned for 12/10/2021, the hcp plans to revise the current battery.